Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the complaint does not concern a defect of the product, but the fact that during surgery, there was a suspicion of a piece of bag of endocatch being left in patient. It happened when surgeon used a grasper to pull harder on the bag to take it out without making larger incision. He rinsed and did suction several times. After one week, surgeon saw the patient, who is feeling great. So, for the surgeon, everything is fine. But, as the incident was raised by an instrumentist, the surgeon has to give an answer to the clinic and he is asking covidien to provide him with some clinical results regarding consequences of polyuretane left in body to give answer to the clinic. He already told the chief nurse that for him, there is no need of further explanation, and there is no evidence of piece left in patient. But he considers that for covidiens reputation towards the clinic, it is necessary to give some evidence of testing. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used.